Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, it was noted that the patient appeared to be in an av nodal reentrant tachycardia with the atrial events being blanked in post-ventricular atrial blanking period. Review of a session record revealed one episode where the device diagnosed v>a and delivered antitachycardia pacing therapy. Another episode diagnosed as svt v=a, but there were no atrial events marked. Programming changes were suggested. The patient condition before, during and after the event is satisfactory.

Event description:
New information notes that the recommended programming changes were made.